Event description:
It was reported that when placing two avs anchor-c self-drilling screw through the guide inserter into the implant the locking rings popped off intra-operatively. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported. This report captures the second screw.

Manufacturer narrative:
Hospital disposed.

Event description:
It was reported that when placing two avs anchor-c self-drilling screw through the guide inserter into the implant the locking rings popped off intra-operatively. The surgery was completed successfully. No adverse consequences, surgical delay or medical intervention were reported. This report captures the second screw.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.